Event description:
A customer reported error messages ¿4277 incubator positioning overrun and 5102 substrate bg measure aborted¿ on the aia-900 analyzer. The customer prepared new substrate and reattempted the daily startup, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by running the daily check. While troubleshooting, fse visually saw a fallen test cup jammed in the incubator causing it not to move. Fse removed the test cup and cleaned the incubator for any loose dirt. Utilizing the maintenance screen, fse conducted the cup transfer test eight times and observed no further errors. Fse validated the analyzer by successfully performing daily check, ran quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. No other similar complaints found for error 4277 incubator position overrun during the searched period. However, there were two (2) similar complaints identified for error message 5102 substrate bg measure aborted during the searched period, which includes this event. The aia-900 operator's manual under section12: error messages states the following: (4277) incubator positioning overrun cause: the home sensor s120, which is not supposed to detect the incubator before it reaches the target position, detected the incubator. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. (5102) substrate bg measure aborted! Cause: the substrate background measurement was interrupted due to the occurrence of a phenomenon which prevented the continuation of substrate background measurement. Action: check the abort cause. The most probable cause of the reported event was due to a fallen test cup causing the incubator to jam and restricted movement.